Manufacturer narrative:
The cause for the discordant advia centaur xp psa result with the biopsy is unknown. Heterophilic interference is a possible cause. It was recommended to the customer to perform serial dilutions on the sample to rule out interference. The customer is also investigating to determine if this could be a mislabeling issue. The results of the investigation have not been received from the customer. The calibration and quality control were acceptable at the time of runs. The instrument is performing within specification. The IFU states in the intended use section: "this in vitro diagnostic assay is intended to quantitatively measure prostate-specific antigen (psa) in human serum using the advia centaur and advia centaur xp systems. This assay is indicated for the measurement of serum psa in conjunction with digital rectal exam (dre) as an aid in the detection of prostate cancer in men aged 50 years and older. This assay is further indicated as an aid in the management (monitoring) of patients with prostate cancer." The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of total psa in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Total psa determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not predict disease recurrence solely on serial psa values." Specimens obtained from patients undergoing prostate manipulation, especially needle biopsy and transurethral resection, may show erroneously high results. Care should be taken that psa samples are drawn before these procedures are performed. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis.

Manufacturer narrative:
Siemens filed the initial MDR on september 23, 2013. 10/04/2013 additional information: the customer performed serial dilutions on the patient sample. (B)(6). Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. As the serial dilutions demonstrated a nonlinear response this is most likely the cause of the discordant result. Based on the above testing and results, the cause of the discordant result is interference. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
A high advia centaur xp psa result was obtained on a patient sample. The result was reported to the physician. The physician performed a biopsy on the patient. There was no evidence of a tumor. The physician requested the patient sample to be rerun. Repeat testing was performed and the results were similar. A biopsy was performed.